Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead failed to advance over the catheter. The lead was not used and replaced. There were no patient consequences.